Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a heart attack and high blood glucose levels. The customer had chest pain and water in his lungs. He was not wearing his insulin pump at the time of the 911 call. The insulin pump was lost while the customer was in the hospital. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.